Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reporte that during that farawave catheter was selected for pulmonary vein isolation. It has been mentioned that the catheter was prepared as usual with slow and fast flush and normal basket configuration. After ablation of left superior pulmonary vein in basket shape with 4 applications the catheter was changed to the flower shape. The pump started beeping with occlusion error. The catheter was inspected outside the body and it was noted that the flushing was not possible anymore in flower shape. The procedure was completed using different catheter. No patient complications occurred. The product is expected to return for analysis.